Manufacturer narrative:
The facilities maintenance found the ac power cord was defective. The power cord was replaced to repair the bed.

Event description:
Info received indicates the bed lost electrical ground.